Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient removed the sensor. Upon sensor removal, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin. He successfully removed the broken sensor wire from the skin using tweezers. Subsequently he developed inflammation, furuncles, and an infection under the sensor patch. On (B)(6) 2025, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication and over the counter black salve ointment. At the time of the report, the patient¿s condition improved. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.